Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that 30 minutes after the patient's last reprogramming session, she began to experience a sudden onset of shocking in her right arm when she turns her head to the left. The patient confirmed that there was no trauma or falls related to the issue, and that the implantable neurostimulator (ins) was currently on. It was also reported that reducing the stimulation on the right side from 4.4 to 4.0 resolved the issue. The patient plans to follow-up with the health care provider (hcp) as she has an appointment next week.

Event description:
Additional information was received from a health care provider (hcp) via manufacturer representative (rep). It was reported that the hcp determined that the tingling was likely due to the right c 6-7 radiculopathy; it was not related to deep brain stimulation (dbs).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, it was determined that (B)(4) no longer apply as (B)(4) was determined to be more appropriate. (B)(4) and (B)(4) were also removed as (B)(4) was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient saw the health care provider (hcp) for a follow-up appointment "30 days after" and the patient has had no trouble since. It was then stated that the shocking was not resolved with a lowered stimulation setting. The patient also noted that the cause of the right-arm shocking was a pinched nerve. The steps taken to resolve or have been planned to address/resolve the reported issues were stated to be "water date" / "later date".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.